Event description:
This complaint is from a literature source. It was reported that two patients developed embolus after atrial fibrillation catheter ablation. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: ¿comparison between radiofrequency with contact force-sensing and second-generation cryoballoon for paroxysmal atrial fibrillation catheter ablation: a multicentre european evaluation.¿ the purpose of this study was to compare the efficacy and safety between contact force - guided radiofrequency and second-generation cryoballoon for paroxysmal atrial fibrillation. Other adverse events were reported in this article: 2 patients cardiac tamponade; 1 patient esophageal ulcer (bwi has reported this event under (B)(4) previously); 8 groin hematoma (bwi has opened one of eight events under literature complaint (B)(4), article titled ¿contact-force guided radiofrequency vs. Second generation balloon cryotherapy for pulmonary vein isolation in patients with paroxysmal atrial fibrillation¿a prospective evaluation¿ previously; seven of eight events are opened under (B)(4)); 10 patients transient phrenic nerve palsy and 3 patients groin hematoma occurred in cryoballoon group thus bwi will not open complaints for these adverse events. Suspected device is thermocool smarttouch, however catalog and lot number are unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products used during this clinical study: lasso mapping catheter; carto 3 mapping system. Other company¿s devices used during this clinical study: tacticath (st jude medical), arctic front advance (medtronic), ensite velocity mapping system (st jude medical), 14-fr deflectable sheath (flexcathw, medtronic), circular achievew catheter (medtronic). (B)(4). The devices were not returned to bwi.